Manufacturer narrative:
Concomitant products: product ID: 4196-78, lead, implanted: (B)(6) 2011. Product ID: dtba1d1, ICD, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the pacing impedance rose from a steady value of about 486 ohms to 1216 ohms from (B)(6) 2016. The ventricular sensing integrity counter (v-sic) was 63 counts and a lead failure predictor alert triggered on (B)(6) 2016 for high pacing impedance and non-sustained tachycardia episodes with v-v intervals of less than 200 milliseconds, which increased in count from 5 to 22 on (B)(6) 2016.

Event description:
It was reported that the patient experienced pauses in the atrium while running due to the right ventricular (rv) lead pace/sense portion oversensing. The pace/sense portion of the lead was capped and a previously-inactivated rv pace/sense lead was reactivated and connected to the device. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.